Event description:
I had four implants put in. Immediately one failed, then over time, another failed, and then the third failed. I have one left but I noticed when I got the implant it was discolored the dentist that did this. I believe were not qualified. That would be (B)(6) center, (B)(6). Before the procedure they got online and shops for implants right there in front of me when they failed, they made no attempt to repair. I have been in pain from the day I went to see them. I have one of the implants. The dentist would not let me have the others. Don't know why I will check it for markings. Reference reports: mw5150456, mw5150457, mw5150458.